Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treament. However, it was noticed that the stent struts were damaged. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treament. However, it was noticed tha the stent struts were damaged. The procedure was complete with different device. No patient complications were reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with distal struts bunched proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.